Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2017 with the following findings: investigation revealed a battery compartment crack. The pump alarmed for an 069 call-service alarm; an integrated-circuit chip failure was detected. Review of the pump's black box revealed related alarms. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and an integrated-circuit chip failure. This report is made based on results of the investigation performed on 05/30/2017.